Manufacturer narrative:
When nakanishi visited the dentist on september 7, 2018, the dentist refused to provide the patient's ID and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (may 2017 and december 2017) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch for both of the repairs), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 30 seconds after the start are as follows: test point (1): 57.2 degrees c; test point (2): 96.1 degrees c; test point (3): 38.4 degrees c; test point (4): 25.5 degrees c; the rise in temperature was so sudden that the test was concluded 30 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining part) on the cartridge's rear side was partially broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing part being broken was the ingress of debris into the ball bearing that interfered with rotation, which lead to the breakage of the ball bearing part. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On september 7, 2018, nakanishi visited the dentist and obtained detailed information on the event. The procedure the dentist was performing at the time of the event was a core removal. The patient was not under anesthesia. During the procedure, the dentist became aware of a whitish burn injury. The dentist determined that no medical intervention was necessary for the burn. One week later, the patient visited the dental office and the dentist observed that the patient had completely recovered from the injury.

Manufacturer narrative:
Nakanishi did not receive any information about the patient. Nakanishi is scheduled to visit the dentist to obtain further information.

Event description:
On august 9, 2018, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The details are as follows.: the event occurred on (B)(6) 2018. A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned the patient.